Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Analysis: with 5.5 pump, the automated impella controller (aic) had intermittent placement signal alarms in the logs that became persistent on 3/5 and continued through the end of the case. Rt and lt logs show that after 3/5, the contrast oscillated between +/-3276.8 (should be 0-100% range) as placement signal went to 3002 mmhg triggering the alarms and optical sensor dropped to -3276.8mmhg. The pump remained on this console despite the loss of placement signal and was not transferred. After this case, there was a bad lamp on the next boot up which was investigated under another complaint. A malfunctioning lamp is a potential cause of oscillating contrast linking these two investigations. When the console was returned for investigation, the lamp was not emitting light as 0.47v were measured which is the amount of voltage across the charged-coupled device array when the lamp is outputting no light. Replacing the optical bench with a known-good resolved the issue. Root cause: the loss of placement signal was due to a defective lamp on the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella cp pump escalated to the 5.5 pump for a patient. The 5.5 was supporting for over two weeks when the pump's optical signal was lost. The investigating engineer determined the issue likely stemmed from the automated impella controller (aic). Care was withdrawn and the patient died.